Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that after the epicardial lead was implanted on the right atrium, the physician went back in to do a valve replacement and damaged the lead. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.